Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device inspection, the electrosurgical generator esg-400 exhibited insufficient conductivity error: e006. There were no reports of patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the error e006 can have different causes (user or instrument error), but it is triggered if the electrical resistance between the two electrodes of the device increases. Olympus will continue to monitor field performance for this device.